Event description:
It was reported that the patient experienced three bent cannulas on (b)(6) 2026, causing hyperglycemia. The high blood glucose was treated by insulin using a pen.

Manufacturer narrative:
Initial 3 of 3.Name: Ypsomed AG Street: Weissensteinstrasse 26 City: Solothurn Country: Switzerland Postal Code: CH-4503. Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.